Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent email reporting toothbrush heads were loose and coming off in her mouth mid brushing her teeth. No injury was reported.